Manufacturer narrative:
(B)(4). Insulin pump received with back light anomaly and intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test due to buttons not responding.

Event description:
Information received by medtronic indicated that the insulin pump backlight was no longer working. The customer stated that backlight would only work if pressed before any other button. No harm requiring medical intervention was reported. The device will be returned for analysis.